Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported he developed an infection at his infusion site while using the infusion sets. He is currently taking an antibiotic for the infection. No blood glucose issues were reported. The alleged product was discarded. The pt was sent replacement infusion sets. No product will be returned for evaluation.